Manufacturer narrative:
A united states customer contacted a siemens customer care center (ccc) and reported that falsely depressed sodium (na) results were obtained on a patient sample on the dimension exl 200 instrument. Quality control (qc) recovered within the laboratory ranges on the day of the event. A siemens customer service engineer (cse) was dispatched to the customer's site. During the visit, the cse inspected the instrument, replaced integrated multisensor technology (imt) tubing, pump tubing, and rotary valve seal, cleaned imt port, adjusted pressure foot bar, verified alignments, primed the instrument, calibrated the imt, performed dilution check and conditioning, and ran qc five times, which recovered within laboratory ranges. The cause of the event is unknown. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
The customer reported that falsely depressed sodium (na) results were obtained on a patient¿s plasma sample on the dimension exl 200 instrument. These results were not reported to the physician. The sample was repeated on the original instrument and a result of 123 meq/l was obtained, which was reported to the physician. Subsequently, the patient was transferred to an alternate facility and a new sample was drawn. The new sample was processed on a non-siemens instrument, and the result was higher than the previous results. The result obtained on the new sample was reported, as the correct result, to the physician. Additionally, a serum sample, collected on 01-jul-2024, was processed on 02-jul-2024 on the original instrument for troubleshooting purposes and a lower result was obtained. There are no known reports of patient intervention or adverse health consequences due to the falsely depressed na results.

Manufacturer narrative:
Siemens filed the initial MDR 2517506-2024-00194 on 23-jul-2024. Additional information (09-aug-2024): siemens evaluated the event and ruled out reagent issues based on quality control, which recovered within acceptable ranges. Based on the information available for investigation, siemens could not exclude sample integrity issues as the potential cause of the falsely depressed sodium (na) results. The instrument is performing according to specifications. No further evaluation of this device is required.